Event description:
It was reported that the patient had a pocket revision due to patient discomfort. The implantable neurostimulator (ins) battery was interrogated prior to surgery and the battery was found to be at 40-90%. Following the pocket revision, no telemetry with the ins was possible. The reporter stated that it was ¿impossible¿ for the patient to feel stimulation in the right arm and left chest following the revision. It was noted that the physician suspected ¿an ins reset due to revision.¿ the ins was then replaced. The reporter stated that after the ins replacement telemetry was ¿ok¿ and the patient was receiving effective stimulation. It was noted that the patient was hospitalized as a result of the event. It was later reported that the manufacturing representative was not present during the procedure. It was stated that ¿electrocautery was probably used by the physician during the procedure.¿ there was no information about patient exposure to electromagnetic interference (emi) sources.

Manufacturer narrative:
Analysis of the stimulator, serial #(B)(4), found the battery reached normal end of life and had no telemetry or output. There was no significant anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.